Event description:
It was reported that bd bactec¿ mgit¿ 320 system false positive results occurred. The following information was provided by the initial reporter: "when I pulled out the positive tube, there was no bacteria. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details no patient impact. Confirmed by manually checking the positive tube."

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 320 instrument (p/n 441743, (B)(6)). The customer called in to report a false positive result on their instrument. The instrument presented no errors and the customer returned the vial to the instrument to continue protocol. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for (B)(6) was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaints for results are under statistical control for the most recent trending data available (september 2022). Trending information for the month of october 2022 was not available at the time of complaint closure. If complaints in this category reach an alert level or actions are taken in relation to this failure mode, the complaint may be reopened. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.1.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system false positive results occurred. The following information was provided by the initial reporter: "when I pulled out the positive tube, there was no bacteria hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details no patient impact confirmed by manually checking the positive tube".